Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the date of the mesh removal. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) health center. Block h6: imdrf patient code e2006 captures the reportable event of mesh exposure. Imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf patient code e2311 captures the reportable event of discomfort and poking sensation. Imdrf patient code e232402 captures the reportable event of urinary incontinence with maximum cytometric capacity. Imdrf impact code f1903 captures the reportable event of mesh removal.

Event description:
It was reported to boston scientific corporation that an obtryx device was used during a cystoscopy, transvaginal tape sling, and total vaginal hysterectomy procedure performed on (B)(6) 2019. On (B)(6) 2022, the patient was referred to the hospital due to a known mesh exposure. She also had a history of vaginal hysterectomy with a mid-urethral sling. Additionally, she also had a retropubic sling and urinary retention. She has been sexually active, but her partner has complained of pain. Some discomfort and poking sensations were also noticed. Because of the perforation of the urogenital diaphragm, the mesh was transected under direct visualization and removed. This yielded approximately 4 cm in length and 1 cm in width from anterior to posterior. The patient was taken to the recovery room, extubated, and in stable condition.